Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/06/2019.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time of the event, but no patient harm was reported.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue as been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.